Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. The quality control was within range which proves the application was performing correctly. Additional information was not provided for further investigation.

Event description:
The customer reported that they received erroneous results for two patient samples tested for vancomycin. Sample one initially resulted as 1.3 ug/ml and this value was reported outside of the laboratory where it was questioned by the doctor. The sample was repeated and resulted as 33.2 ug/ml. The repeat value was believed to be the correct result and this value was also reported outside of the laboratory. Sample two initially resulted as 1.2 ug/ml and this value was reported outside of the laboratory as <2 ug/ml where it was questioned by the pharmacy. The sample was repeated on (B)(6) 2012, and resulted as 14.6 ug/ml. The repeat result was believed to be correct. The patients were not adversely affected by the event. The vancomycin reagent lot number was 65787101 with an expiration date of 12/31/2012. The field service representative determined that the sample probe adjustment may have caused the issue since it appeared that no sample had been added when reviewing the reaction monitor. He checked and adjusted the sample probe. He performed diagnostic checks with no errors.